Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported by the cath lab that while inserting an intra-aortic balloon (iab) in the right femoral artery, it could not be advanced into the vessel. The iab and teflon sheath were removed as one unit and another iab was inserted without issues. It is noted the iab was prepped per the instructions for use and the second insertion site was the same as the first. The pt vessel was lightly calcified and may possibly have been tortuous. There were no complications or delay in therapy and the pt's outcome was good.